Event description:
Event verbatim [preferred term] within 2 months they melt beads all over the place [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration from an unspecified date at an unspecified frequency as her back hurting bad. The patient medical history and concomitant medications were not reported. The patient reported she had bought several and within 2 months they melt beads all over the place on an unspecified date. The patient stated that she had a bad back and this product helped a lot on those days when her back was hurting bad. The action taken for the product and event outcome was unknown. Additional information received including "there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour". Follow-up (30jun2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (06nov2019): new information received from a contactable consumer includes severity rank level. Company clinical evaluation comment: the event "within 2 months they melt beads all over the place " (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "within 2 months they melt beads all over the place " (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number arthritis lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Pr state: closed. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.

Event description:
Event verbatim [preferred term] within 2 months they melt beads all over the place [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration from an unspecified date at an unspecified frequency as her back hurting bad. The patient medical history and concomitant medications were not reported. The patient reported she had bought several and within 2 months they melt beads all over the place on an unspecified date. The patient stated that she had a bad back and this product helped a lot on those days when her back was hurting bad. The action taken for the product and event outcome was unknown. Additional information received including "there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour". Summary of investigation: this investigation was conducted for an unknown lot number arthritis lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Pr state: closed. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Follow-up (30jun2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (06nov2019): new information received from a contactable consumer includes severity rank level. Follow-up (08nov2019): new information received from a product quality complaint group included: investigation results. Company clinical evaluation comment: the event "within 2 months they melt beads all over the place " (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: the event "within 2 months they melt beads all over the place " (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. The event "within 2 months they melt beads all over the place " (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Within 2 months they melt beads all over the place, device leakage. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration from an unspecified date at an unspecified frequency for her back hurting bad. The patient medical history and concomitant medications were not reported. The patient reported "your thermlon pad is great" but she had bought several and within 2 months they melt beads all over the place on an unspecified date. The patient stated that she had a bad back and this product helped a lot on those days when her back was hurting bad. The action taken for the product and event outcome was unknown. Follow-up (30jun2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: the event "within 2 months they melt beads all over the place " (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "within 2 months they melt beads all over the place " (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.